Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system including a non-rechargeable ipg on (B)(6) 2010. It was reported that the patient is experiencing difficulty establishing communication with the ipg via the programmer. In an effort to resolve this matter, a replacement programmer was shipped to the patient. Follow-up on this issue found that the alleged problem persists with use of the replacement programmer. Surgical intervention will be undertaken at a future date to replace the patient's ipg.